Manufacturer narrative:
Product event (B)(4): evaluation process: generator was received in good cosmetic condition. The leakage test for monopolar coag 6 was too high and needs to be calibrated. Root cause: the rf board lost calibration allowing excess rf leakage. Recalibrating the board resolved this issue. (B)(4).

Event description:
During analysis of a generator at a service center, it was identified that the generator failed rf leakage testing meaning the generator was leaking an unacceptable amount of current that potentially could have impacted a patient. No patient involved in this incident therefore, patient information not applicable.